Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient reported of falling which resulted in atrial lead dislodgement. It was noted that the lead exhibited noise. The patient did not experience any symptoms due to the event. The lead was capped and replaced (B)(6) 2021. The patient was in stable condition.